Event description:
The pacemaker involved in this MDR report was implanted at the end of 2001. After 5.5 years of implantation, the patient was submitted to a medical intervention (not pacemaker related). After that intervention, the pacemaker was found in standby mode, which is not an abnormal behavior. However, after re-initialization, intermittent loss of output was reported. Therefore, the device was explanted. It was also reported that the patient underwent radiotherapy in 2007.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.